Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report that the pt's battery charger read 'battery charger problem'. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation contamination was found on the battery board inside the charger/modem. The cause of the battery charger problem is contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/ modem. The pt received a replacement charger/ modem.